Event description:
On (B)(6) 2013, clinic notes dated (B)(6) 2013 were received which indicated that the "patient's seizures were becoming more frequent over the past could of weeks." The patient's mother noted that she has developed a cold and is currently on amoxicillin. The clinic notes mention that the patient's device was interrogated and found to be at end of service. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.